Event description:
Country of complaint: (B)(6). The suture is detached (thread-needle) before removing the packaging.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: evaluation on-going.